Event description:
Clinic notes dated (B)(6) 2015 note that the patient's seizures have been fairly well controlled. It was noted that the patient had seven seizures since the last visit one month prior. The device output current was increased from 2.75ma to 3ma. Device diagnostics were within normal limits and the device was not at end of service. It was noted that based on the amount of time the device has been implanted and the increased seizures the patient would be sent for generator replacement. The patient underwent generator replacement. It was later reported that the patient is doing well and no additional relevant information would be provided. The implant card indicated that the generator was replaced prophylactically and neos - no. The explanted generator was discarded; therefore, no product analysis can be performed.